Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 14f amplatzer steerable delivery sheath was chosen for procedure. A continuous flush was attached to the side port. Immediately after the delivery sheath was introduced into the patient, the patient experienced st elevations. Air was suspected to be introduced during delivery sheath insertion and after the guidewire was removed. No air embolus was observed. The patient's blood pressure declined. The physician administered epinephrine which resolved the patient's rhythm and blood pressure. The case was concluded without implanting the occluder. There were no other adverse effects reported. The patient was reported as stable and recovered well.

Manufacturer narrative:
An event of st elevations and decline in blood pressure was reported. It was also reported that air was suspected to be introduced during delivery sheath insertion and after the guidewire was removed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, cause of reported event could not be conclusively determined.